Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 130 mg/dl and the sensor glucose was 60 mg/dl at the time of the incident. Troubleshooting was not completed for inaccurate readings. The sensors will be returned for analysis.

Manufacturer narrative:
The correct information has been provided with this report.